Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Reportability per 21 cfr part 803. Product not returned. A DHR review was conducted with no discrepancies noted.

Event description:
In this event, it was reported that a pt experienced an adverse reaction after undergoing a dental procedure that involved the use of schein dental alginate impression material. The report states that the pt had a rash in the area the material contacted the tissue. The pt was given benadryl to alleviate the symptoms. As reported, the rash subsided and there was no medical treatment required as a result of the incident.